Event description:
During instrument installation and customer training, an (B)(4) rep noted that a data field was populated by a previously scanned barcode.

Manufacturer narrative:
This issue has not been reproducible and is under active investigation. We will file a follow-up report with the conclusion and any necessary corrective action when the investigation is complete.